Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. Mr. (B)(6) is calling on behalf of the customer. The customer is concerned with all of the result obtained. The expected fasting blood glucose test result range is 70 to 130 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the bathroom. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is within the month of (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(4). Memory concerns: customer is concerned with all of the readings.